Event description:
Following an elective coil embolization of a brain aneurysm via a 6f femoral artery puncture, a 6f angio-seal vip was selected for use and deployed successfully. A pre-deployment angiogram was done, but the results were unavailable. The pt remained hospitalized due to the embolization procedure. Eighteen hours post-procedure, the pt stood up to ambulate and heard a popping sound. Pain and a hematoma at the puncture site were immediately reported, followed by interstitial bruising. The physician applied a femostop for thirty minutes and hemostasis was achieved. The pt was hospitalized for one more day for observation due to the event, and discharged in stable condition. The physician was not certified on the angio-seal vip platform.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. A training record was not found for the physician. The angio-seal device instructions for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) processing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.